Event description:
No additional information.

Manufacturer narrative:
Investigation results: received four photographs in an email of an unsealed 22ga x 1.00in. Nexiva unit. An additional four photographs were provided by the complainant. The complaint that a piece of plastic broke off the vent plug was confirmed for lot #3096453. A sample for the implicated lot was received for pr #9308315. The photographs and returned samples for lots 3059798, 3059799, 3096453, 3234050, and 3234689 exhibited a small sliver of plastic that sheared off the edge of the vent plug luer tip. Each affected lot was manufactured on line 3. During manufacturing, damage to the tip of the vent plug may occur due to incorrect processing parameters and misalignment between the vent plug and luer adapter. The manufacturing personnel were notified of this complaint. Investigation conclusion(s): the complaint of ¿foreign matter - comp fragments/plastic - vent plug" was confirmed for lot #3096453. Probable root cause(s): manufacturing.

Manufacturer narrative:
E4. The initial reporter also notified the FDA on 21/11/2023 medwatch report is mw5148485. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd nexiva with maxzero had foreign matter inside of the IV. It was reported via medwatch "nurse observed a shard of plastic broke off into the hub of the IV when the disposable plastic cap/plug was removed."